Event description:
Caller reported the death of customer.

Manufacturer narrative:
Unomedical received a used device. Tests showed that the device was clogged reservoir connector needle. During manufacturing, the infusion sets are 100% flow tested by built-in controls in the machines or manually performed flow testing. During use medication can also crystallize and cause occlusions. To prevent systematic failures during manufacturing, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. Unfortunately since the lot number was not provided, test of the retained samples from a reserve lot are impossible. The distributor was asked to provide additional information, but at the time being, no new information was captured. Should we receive the lot number or any updated information that would require a follow up report such will be sent.